Event description:
Hill-rom received a report from the account stating the bed exit would not alarm at the bed. The bed was located on the 8th floor at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account stated they would get by the bed to troubleshoot but did not call hill-rom technical support back. The account did not provide a serial number to obtain a preventative maintenance record. Three attempts have been made by hill-rom technical support regarding a resolution to this contact line, with no response. Based on this information, no further action is required.